Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level, but they did not provide the actual bg level. The cause of the high bg was unknown. It was also reported that 911 was called to assist the customer and it¿s unknown if the customer went to the emergency room (ER) or the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.